Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two unspecified saline implants experienced bilateral deflation. The bilateral deflation was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate plus profile memorygel breast implant r) catalog: 3503751bc lot: 7286569 sn: (B)(4) l) catalog: 3503751bc lot: 7672044 sn: (B)(4) on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-21078 for contralateral prosthesis report.